Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that a patient had been hospitalized on (B)(6) 2020 with diabetic ketoacidosis (dka). It was reported that a patient's blood glucose (bg) levels reached 498 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient was also vomiting. Blood glucose levels would not come down so the patient was taken to the hospital. Patient was treated with intravenous therapy with insulin and fluids. The pod was discarded.